Event description:
New information states that the right atrial lead was explanted and replaced on (B)(6)2019 due to fracture. The patient was stable.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change due to eri. Prior to procedure it was noted that the right atrial lead exhibited noise due to isometrics. High capture threshold and low impedance was also noted. The lead was programmed off. Lead replacement was discussed. The patient was stable.